Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling a shock behind the device when 'I sleep, raise my arm, and when I exhale'.